Manufacturer narrative:
Change in office contact. Additional information: despite several attempts to obtain product return status regarding the reported rejected device, no additional information has been provided. The device has not been returned to conmed for evaluation; therefore, this complaint is unable to be confirmed. Should the device be returned for evaluation, a supplemental report will be filed. A two-year review of complaint history revealed one similar report for this alleged packaging anomaly from the same distributor. In that same time frame, 23,321 units have been sold worldwide making the occurrence rate for this alleged failure 0.06 percent. This is the only complaint against this lot. A risk analysis was performed and the risk was deemed acceptable. As with all medical devices, examination of the product occurs multiple times prior to use. Good clinical practice would include examination and verification of the original packaging and labeling to ensure both are intact. The instructions for use provide the following warning. If packaging has been opened/damaged or altered, do not use the product and contact the manufacturer immediately.

Manufacturer narrative:
Correction: follow-up report #1 was filed on the basis that conmed had not received the reported device for evaluation despite making several attempts to obtain the devices with no response from the distributor. The devices have since been returned to conmed, evaluated and shipped to the vendor, surgical specialties, for additional investigation. Device evaluation: thirteen devices were returned to conmed for evaluation in their original packaging. A total of nine devices were not sealed, three device pouches were found to have a narrow seal and one device had product trapped in the seal. Manufacturer narrative: manufacturing documents were unable to be reviewed as this is a vendor device. A two-year review of complaint history revealed one similar complaint for this device family. During this same time frame, (B)(4) devices have been sold worldwide. A supplier corrective action request (scar) was initiated to address this issue. This reported packaging issue was obvious to the distributor, prompting the return of the device for evaluation. There was no patient involvement. As with all medical devices, examination of the product occurs multiple times prior to use. Good clinical practice would include examination and verification of the original packaging and its labeling to ensure both are intact. The instructions for use (IFU) provides the following warning. If packaging has been opened/damaged or altered, do not use the product and contact the manufacturer immediately. This incident will continue to be monitored through the complaint system.

Manufacturer narrative:
As reported, the device is expected to be returned for evaluation. However, as of this filing, the device has not yet been received. A supplemental and final report will be filed upon receipt of the device and completion of the product evaluation and complaint investigation.

Event description:
The distributor in (B)(4) reported that during incoming inspection of the double arm meniscal repair needle, it was observed that sterilization package is not sealed. As described, the paper was pinched between the sterilization pouch and tyvek sheet. There was no patient involvement as this issue was identified prior to distribution to a user facility. This issue is being reported as a malfunction with potential for patient injury.